Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 15 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.